Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device displayed an error code 907 and did not alarm when the issue occurred. Troubleshooting steps included replacing the aa batteries and the sensor, but the error code remained present. There was no patient involvement.

Manufacturer narrative:
Additional information: g3,h3,h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functionally, the coin cell battery failed and the main board was defective. The issue was resolved by replacing the coin cell battery on the main board. It was reported that the device displayed an error code 907 and did not alarm when the issue occurred. The reported issue was confirmed. The most likely cause was traced to a component failure. The evaluation detected an unreported condition; rear case was damaged on where the outer screw was inserted. The issue was resolved by replacing the rear case. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.